Event description:
The customer stated that when turned on, the device displays a grey blank screen. No patient involvement.

Manufacturer narrative:
We have received the device, but have not yet completed our investigation.